Manufacturer narrative:
The lot number for each of the 12 malfunctions was provided and lot history reviews will be performed. The twelve investigations are inconclusive for the alleged self activation issue as no samples were returned. A root cause has not been determined. The devices were labeled for single use. (Corporate lot no: recn1804, recq0863, rect1907, recs1010, rect1234).

Event description:
This report summarizes twelve malfunctions. A review of reported information indicates that model mc1825, biopsy instrument, allegedly experienced self activation. This information was received from multiple sources. Eight of these malfunctions involved patient's with no consequences and four did not involve a patient. Five patient's were reported as male and one was female. The patients age varied from 60-71 years old, weighing 48-85 kgs. The remaining patient age, weight, and gender were not provided.